Manufacturer narrative:
The insulin pump was programmed with the correct time and date. The insulin pump was monitored for several days, and no new software release alarms were noted. Was unable to download the insulin pump to carelink due to several spanish software anomaly alarms in the alarm history file. There were spanish software anomaly alarms due to a corrupted history file. The insulin pump was received with a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer was experiencing issues with uploading to carelink. The customer explained that with the uploading process, it kept staying on 1%. The customer also stated that they received the new software release detected notification on the insulin pump. Advised that the customer's insulin pump needed to be replaced. Nothing further reported.